Event description:
It was reported that: "during access with the driver for the bone marrow, the hub of the cannula became separated from the cannula. After some attempts to remove the cannula that was "stuck" in the patient's body, it was finally removed. Per CT scan, nothing left behind. The patient was reported as fine."

Manufacturer narrative:
(B)(4). The customer report of a separated cannula hub was able to be confirmed through investigation of the returned sample and customer supplied photos. The customer provided two photos and returned one oncontrol biopsy system comprehensive tray for analysis. Signs of use were observed. Visual analysis revealed two cannulas, two stylets, two push rods, and one sterile sleeve was returned. The cannula involved in this complaint was separated at the hub. The longer portion of the separated cannula is deformed and stuck on the stylet. Visual analysis also revealed the biopsy sample inside the cannula tip. No other defects or deformities were noticed on the push rod or sterile sleeve. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force to driver/needle set". Additional information indicated that there was no harm to the patient. A CT scan confirmed nothing was left behind in the patient. The stylet was put back into the cannula for reinforcement when pulling out the equipment as it was reported stuck in the patient. Extra force was possibly used with the driver. Based on the customer report and the sample received, the most likely root cause is unintentional use error.

Event description:
It was reported that: "during access with the driver for the bone marrow, the hub of the cannula became separated from the cannula. After some attempts to remove the cannula that was "stuck" in the patient's body, it was finally removed. Per CT scan, nothing left behind. The patient was reported as fine."

Manufacturer narrative:
(B)(4).